Manufacturer narrative:
Foreign report source: (B)(6). A complaint review of the lot in question identified no additional complaints for this lot number. There were no manufacturing rejects or anomalies of this type recorded in the device history record. The released sheath passed all in-process and qa final inspection steps before shipping to the customer including visual, dimensional and mechanical testing. Per the qa destino steerable guiding sheath in-process and final inspection procedure for destino twist, it state : verify the deflection to be maximum 180º in one direction. This is performed on 100 percent of the sheaths. This same procedure indicates testing for leaks in section 18.1 and to perform leak test according to specifics in procedure 4d-48-027x-e. The leak test is performed by manufacturing personnel and is observed by quality assurance personnel. One destino twist 6.5f introducer sheath from the reported lot was received back from the customer without the dilator. There were no other accessories. Blood was found on and inside the sheath. After review of the returned sheath it was found that the sheath would not deflect. The handle knob of the sheath was rotated to deflect the sheath but the distal tip of the sheath did not deflect. The handle of the sheath was removed to verify the pull wire to handle connection. Once the handle was removed it was found that the sheath was rotated multiple times while encountering resistance. The sheath was rotated until breakage of the distal section of the sheath shaft and the proximal section where the pull wire exits the shaft. Evidence of over torquing can be found as the wires of the shaft underneath the handle are twisted. Once the distal and proximal sections broke, the device lost the ability to deflect and blood started leaking inside the handle and started coming out under the green cap. The gap between the cap of the sheath and the handle is normal. The instructions for use (IFU) informs the user: the deflection mechanism is controlled by operator manipulation of the rotating collar handle. Twist the deflection collar slowly and carefully to deflect the distal tip. It also lists the following; caution: the sheath will deflect at the speed which the deflection collar is turned. Avoid rapid deflection that may cause vessel damage. The returned device analysis reveals one destino 6.5f twist introducer sheath that is within manufacturing specifications. The reason for return cannot be confirmed. No manufacturing defects were found. Based on the investigation a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type.

Event description:
Additional information was received that clarified the patient's status. Patient was stable and no injuries were reported.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
The customer reported they had problems at the beginning of the procedure because blood was coming out under the green ring around the hemostatic valve. The blood was not coming out through the hemostatic valve. They said that these must have been a problem in a small gap between the green plastic ring and the handle. Product is contaminated and the patient had (B)(6). Additional information received 12/08/2017 the patient was being treated for a splenic artery embolization. Was another model of the same device used, or was there a different model or manufacturer's device used? They did not have a second twist in stock. Therefore they were not able to use the same device again. Therefore they closed the femoral access and used the brachial access with a guiding sheath of another manufacturer. The person I talked to was not sure which manufacturer was of the second device used but the sheath was not steerable. Were there any adverse patients effects due to this procedure? There were no other patients effects due to this procedure, but the procedure time was much longer than expected due to the fact that they had to use another technique over the brachial access. The patient recognized after the procedure that something during the procedure was not as expected and was scared and worried about it. Was the hospital stay extended? No. Additional information received on 12/18/2017, the customer reported, the radiology department stated his visual impression during the procedure was that the patient had a higher blood loss than in a normal case, but they did not have to use blood reserves for this patient.